Event description:
It was reported that during use of the device in the ICU, the ventilator was not delivering adequate minute volume. The device was removed, as directed in the labeling for such occurrences, and the ventilation was resumed without pt sequelae.